Manufacturer narrative:
(B)(4). Of note: in order to evaluate this complaint additional info was required and requested. The additional info was received on (B)(4) 2011.

Event description:
A pt has reported an alarm and than reported a fluid leak and that the cassette had a small hole on the right side. The fluid leak was inside the cassette door. There is no sample to evaluate. There is no report of pt ill effect.